Event description:
It was reported that as the nc trek rx dilatation catheter was being backloaded on the guidewire and advanced into the guiding catheter, the middle of the shaft separated. The point of separation was outside the anatomy and the distal shaft was easily removed from the patient. The intended target lesion was in the distal left anterior descending (lad) coronary artery. Another nc trek rx was used to complete the post dilatation without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.